Event description:
Male patient presented with multiple stab wounds to chest, arms and back in 2005. Underwent exploratory lap on presentation for multiple thoracoabdominal stab wounds. Abdomen was left open secondary to development of abdominal compartment syndrome. The patient's fascia was later reapproximated with interrupted vicryl sutures and the skin closed with staples. Wound infection developed and skin was opened along the length of the wound and wound vac applied. Fourteen days later the patient developed acute decompensation and hemorrhage. The patient was taken to or for exploratory lap/control of bleeding omentum/gt, gastrostomy tube, placement/repair of fascial dehiscence with permacol mesh. The patient returned to ICU in stable but critical condition. Two days later the patient returned to or with recurrent evisceration. Intraoperative finding was that the permacol mesh had lacerated and split on the left lateral side. The running horizontal mattress sutures that were previously placed to sew the mesh were still intact. The horizontal sutures were still intact and the fascia was still intact. The permacol mesh had actually ripped and separated, causing the evisceration. A representative of permacol called during procedure and said that permacol should never fracture or separate. The suture or fracture should give way prior to the mesh facturing. This is a sign that there may have been a defective collagen matrix within the permacol. The permacol mesh was completely removed and a new piece of permacol was placed to repair incisional hernia.